Event description:
The esprit sr device did not pace after implantation, even with magnet applied. Programmer showed lead impedance > 3000 ohms. The lead implanted was an unipolar lead. For this device, the as-shipped value for sensing and pacing polarities is bipolar, and these parameters have not been reprogrammed by the physician.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The esprit sr device did not pace after implantation, even with magnet applied. Programmer showed lead impedance > 3000 ohms. The lead implanted was an unipolar lead. For this device, the as-shipped value for sensing and pacing polarities is bipolar, and these parameters have not been reprogrammed by the physician.

Event description:
The esprit sr device did not pace after implantation, even with magnet applied. Programmer showed lead impedance > 3000 ohms. The lead implanted was an unipolar lead. For this device, the as-shipped value for sensing and pacing polarities is bipolar, and these parameters have not been reprogrammed by the physician.